Manufacturer narrative:
The device involved in this event has been received; however, the device evaluation has not yet begun. The available patient medical records and imaging studies have been received; however, the clinical analysis has not yet begun. A follow-up report will be submitted upon completion of the device evaluation and the clinical analysis.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of the alto stent graft system. During the polymer fill, a polymer leak occurred at approximately ten (10) minutes, causing the patient to code. The patient¿s body temperature was normal. At ten (10) minutes into the polymer filling, the fill was at the same level as the initial injection. One (1) minute later, an additional 2cc of polymer fill went into the device. The physician took the auto-injector off. The syringe stayed level at approximately 2cc for the remainder of the time. Reportedly benadryl and epinephrine were administered to the patient for stabilization which took 15 (fifteen) minutes. Four (4) of the patient¿s ribs broke from cardiopulmonary resuscitation (CPR). The procedure was completed, sealing the aneurysm. The patient was stable, transferred to the ICU, and released from the hospital three (3) days post-procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the returned device was completed. A visual and where possible functional analysis was performed. The visual analysis of the returned device shows there was a kink in the polymer fill line, guide wire lumen and oval balloon fill tube approximately 17mm proximal to the proximal lumen spacer. At approximately 358mm proximal to the proximal end of the handle the hypo tube had a slight bend in the laser cut section. There was a kink in the pvc polymer fill line approximately 25mm proximal to the polymer luer. The remainder of the device was unremarkable. The handle halves were separated to inspect for possible polymer leak within the handle assembly; however, no polymer was found. Based on the investigation performed, the delivery system appears to have performed as intended and does not show any sign of failure that would have contributed to the polymer leak. Additionally, the functional test data for the stent graft during manufacturing and catheter assembly was reviewed by the manufacturing engineer and showed acceptable pass results. Based on the evaluation performed, endologix was unable to confirm the polymer leak. This is not consistent with the reported adverse event/incident. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the polymer leak with resultant hemodynamic instability complaint is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this adverse event/incident could not be determined with the medical records available for review. The final patient status was discharged on the fourth post operative day home in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.